Manufacturer narrative:
Other, other text: b3, e2,e3: unknown; no information has been provided to date. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. For all enquires or follow up questions related to the record, do not use regulatory.responses@smiths-medical, please direct those to the following: regulatory.responses@icumed.com.

Event description:
User facility reported the device was in use and the luer lock separated from the rest of the infusion set. No adverse effects to patient reported.